Event description:
Pt reported that they programmed a 9.0-unit bolus, but only received 3.8 units of it with no alarm generated by the device. Pt's blood glucose was running high at 325 mg/dl. Pt self-treated high blood glucose by bolusing.